Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to change set due to losing serter. Customer's blood glucose was 600 mg/dl due to not being able to bolus. Customer's high blood glucose was treated with manual injection. Customer declined troubleshooting for high blood glucose due to needing to call healthcare professional due to not feeling well. Customer had symptoms of high blood glucose. Customer had nausea, muscle spasms and dry mouth. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.